Event description:
It was reported that the external pulse generator (epg) had an intermittent display. The epg was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the lower case was broken, both bail covers were broken, the battery contacts were compressed, the ring was bent and the keyboard window was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an intermittent display. The epg was returned for repair. It was indicated that there was no patient involvement associated with this event.